Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Two devices were received. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device evaluation is in progress. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device overheated. There was patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 reported event was not confirmed during testing; however: 1 device was found to be affected by worn components. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 3 malfunction events, in which the device overheated. There was patient involvement with no patient impact.